Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but part remains in the patient and cannot be returned and the remaining part was discarded by the facility; therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging, improper bone preparation or flexing the joint during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl procedure the surgeon was trying to put in a 7 x 23 bio-composite acl screw in the femur. Surgeon first reamed a 10 mm hole, 30 mm deep and tapping 7 mm to secure the graft. After inserting 20mm of the screw, it broke off with 3 mm not going in. It was stated that the surgeon's angle and torque was correct. The surgeon left in place the portion that had already been implanted. Surgeon felt that it was secure. Nothing additional was implanted. The portion that broke-off was discarded by the facility. Follow-up investigation: it was an autograft btb. It was tapped with a #7 driver and everything was fully engaged with the bio-composite driver and the screw used.